Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the subject device tested positive for micrococcaceae (6 cfu/endoscope) and coagulase negative staphylococci (1cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on august 2nd, 2021, unspecified microbes (1cfu/canal) were detected from the sample collected from the elevator channel of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). As a result of the microbiological testing by the third-party laboratory, coagulase negative staphylococci (5cfu/endoscope) were detected from the sample collected from the distal end of the subject device. (B)(4) checked the subject device and found the following. The adhesive of the bending section rubber was peeled off. All channels and cylinders have been repaired as preventive maintenance requested by the user. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and (B)(4), the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.